Event description:
Female pt for open heart surgery had one pad placed on right upper arm and one pad on left buttock before being prepped with betadine for the surgery. The pt's surgery took 6.5 hrs. At the end of the case the rn removed both pads and documented on the nursing assessment form that "no redness was noted at pad sites." The next day, 3/26/94, the physician notified the or that the pt had a "burn" on bilateral buttocks and in between buttocks with blistering noted as well.